Manufacturer narrative:
One mst0809 from lot# f11701450d was received on march 30, 2017 and investigated on may 11, 2017. The device was found to be in good condition. The device showed evidence of use in a procedure. The axial vacuum line has been cut from the probe. Due to the missing vacuum line, a device evaluation was unable to be conducted. The voc could not be confirmed or duplicated. The device history records were reviewed and there were no non-conformances that would relate to this failure. (B)(4).

Event description:
The sales rep reported that dr was conducting a biopsy procedure, and when he went to take samples they got one back in the chamber, continued sampling and didn't realize they were not getting any samples back after the first one. The samples were found within the needle and one was stuck in the tubing near the lure lock area. Procedure was completed with another device. No patient complications.

Manufacturer narrative:
Device has not yet been returned, precluding a full investigation and root cause analysis. Although no adverse event occurred, following consultation with our medical director, this event failure mode has been determined to be reportable due to the potential of misdiagnosis as a result of lost or damaged tissue. Therefore, pursuant to 21 cfr 803, we are submitting this medwatch report. Device not yet returned to MFR.

Event description:
The sales rep reported that dr was conducting a biopsy procedure, and when he went to take samples they got one back in the chamber, continued sampling and didn't realize they were not getting any samples back after the first one. The samples were found within the needle and one was stuck in the tubing near the lure lock area. Procedure was completed with another device. No patient complications.